Event description:
A US distributor contacted ZOLL to report that a patient developed a skin irritation under the LifeVest equipment. Patient described the area as welts on the front right side. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing the equipment to allow the skin irritation to heal. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not Applicable.